Event description:
The customer reported being in the emergency room due to high blood glucose of 400mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. The time and date were incorrect, and the customer was assisted to correct them. Instructed the caller to run a manual prime test and the insulin did exit. After receiving the tubing clamp the customer called back to perform the high pressure test and passed. Suggested the caller to remove the cannula and it was not bent. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.